Event description:
Airgas therapeutics complaint # (B)(4). On 28 april 2026, airgas therapeutics (at) was informed that the manufacturer of the kinox so delivery and monitoring system device, air liquide france, identified a potentially life threatening issue within a device. Specifically, while performing preventative maintenance on device sn 977, no gas was delivered through the no backup when only the no-2 inlet line was connected. Extensive investigation by the technical team determined that the root cause of the issue was a check valve stuck in the closed position. The check valve has a ceramic ball which cannot corrode, but a sticky black-colored layer developed on the ball. The origin of the sticky matter is unclear and impossible to determine conclusively. It is hypothesized that it is most likely due to the formation of nitric acid (hno3) resulting from the reaction between nitric oxide (no) and ambient air humidity. This renders the surface porous and creates a hygroscopic sticky layer that binds the ball to the valve seat and prevents it from opening. Physical and chemical analyses confirmed the presence of distinct oxide deposits (different from the base metal), which created the physical blockage between the ceramic ball and the seat. This is the first and only event known to be associated with an issue with a ceramic check valve. The issue was identified during pm, and therefore there was no patient involvement. However, the issue is not detectable during pre-use check (puc) by the end user if they are using the device with two no cylinders, as recommended. If the user switches to the backup no cylinder using the no-2 inlet line, and the check valve is stuck closed, no will not be delivered to the patient. This may lead to a rebound effect causing harm or death of the patient.

Manufacturer narrative:
In 2023 air liquide france performed a failure mode, effects and criticality analysis (fmeca) report titled "backup check valve locked closed". They identified that stainless steel check valves used on the device could corrode and cause the valves to lock closed (ref. Ino-rec-rd-2023-234). The result of that risk analysis investigation was to change from stainless steel check valves to ceramic ball containing check valves. The ceramic check valves showed no visible corrosion, opened at normal pressure ranges and did not present any measurable leakage (report evu-207179). This is the first and only event known to be associated with an issue with a ceramic valve. The existing fmeca report ino-rec-rd-2023-234 was updated to include the failure mode of a ceramic check valve. The overall risk level associated with this failure mode was evaluated as medium, both before and after mitigation (no change in risk level). The device was repaired by replacing the entire administration block. A risk analysis was performed by at, and concluded no corrective action will be taken. The risk level has not changed, this is the first and only event known to be associated with an issue with a ceramic valve and there are preventative actions in place. As a preventive action, two field service notices (fsns) were issued, one for the end-users of the devices and one for the qualified servicing personnel of the devices. Fsn / end-users to remind all end-users about the good practices when using the device: pre-use check to be performed, check of the backup flow ball when the back-up system is used, two cylinders connected and open when using the device. Fsn / qualified servicing personnel to remind all qualified servicing personnel about the good practices to be applied to check the back-up system performance during annual preventive maintenance.